Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 356 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with customer; however, customer did not respond.